Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing and was found to perform to specification. Review of the device activity logs did not find evidence to support the reported event. The customer declined repair of the device and was returned to the customer labeled "not for clinical use". No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.